Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the console displaying tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm 34 temperature sensor due to normal wear and tear of the console. The thermogard xp ivtm system is a reusable device and was manufactured on 01 june 2008. The device has been operating for 12 years and has exceeded its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. During functional testing, the console displayed tcmid:05 after self-test. The event logs were reviewed and confirmed the occurrence of the tcmid:05 error messages during the customer reported event date; thus, confirming the reported complaint. The root cause for tcmid:05 was due to defective lm34 temperature sensor. After replacing the lm34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.